Event description:
When the device was used in a video assisted thoracic surgery, it fired an incomplete staple line. Consequently, the case was converted to an open procedure. There were no other patient consequences.